Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID rvdr01 implantable pulse generator (ipg) 2012-(B)(6), 5086mri implantable pacing lead 2012-(B)(6), 305u225 tissue valve 2013-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged as noted on fluoroscopy and atrial threshold testing. There was no capture at high outputs, and there was also far field r-wave (ffrw) oversensing. It was noted that the patient had cardiac surgery and there is a possibility the lead may have been dislodged during or after the surgery. The device was reprogrammed to turn off the atriallead. No patient complications have been reported as a result of this event.